Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's husband reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 450 mg/dl. The customer stated that she had problems with the device insert and the infusion sets. The customer was advised to have the site clean, dry and free of lotions. The customer was advised to monitor the problem and call back if issue persists.